Event description:
It was reported that during the set up for a navigation procedure, the tip of the device separated from the instrument. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned.

Event description:
It was reported that during the set up for a navigation procedure the tip of the device separated from the instrument. There was no impact to the patient and no significant procedural delays. The procedure was completed successfully.